Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre balloon dilatation catheter and an alliance ii inflation system were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010 (patient age and weight are unknown). According to the complainant, during the procedure, the balloon was inflated in the duodenum without an issue. However, prior to removal, the balloon did not quickly deflate; multiple attempts were needed to fully deflate the balloon. The same cre balloon dilatation catheter and alliance inflation system were used to complete the procedure. There was no alleged malfunction of the alliance inflation system. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre balloon dilatation catheter and an alliance ii inflation system were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010 (patient age and weight are unknown). According to the complainant, during the procedure, the balloon was inflated in the duodenum without an issue. However, prior to removal, the balloon did not quickly deflate; multiple attempts were needed to fully deflate the balloon. The same cre balloon dilatation catheter and alliance inflation system were used to complete the procedure. There was no alleged malfunction of the alliance inflation system. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complaint device and packaging of the device were returned for evaluation, and the device was confirmed to be from lot 13181756. A search of the complaint database revealed that no similar complaints exist for the specified lot. Visual examination found no damage to the device. A functional test was performed per specification; the balloon was successfully inflated and deflated using an alliance inflation system without any issues. Based on this information, the complaint that the balloon was difficult to deflate could not be confirmed. The cre balloon dilatation catheter is indicated for use in esophageal/pyloric dilation procedures. In this case, the balloon was used in a biliary related procedure; therefore, it is possible that anatomical factors encountered during the procedure affected the balloon deflation.

Manufacturer narrative:
(B)(4): although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.